Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation by the adhesive. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that after wearing the pod, the patient developed an allergic reaction to the pod's adhesive. The doctor has prescribed a barrier spray (mediherma) which has not work on the affected area.